Event description:
It was reported that patient is at expected eri >< 3 months). Eri is due to high stim settings needed to manage patient. Nurse programming mentioned impedance issues. Unknown when started but contact 3 monopolar is high, as well as 4-5 monopolar. Patient falls a lot but it's unknown if this is the cause of the issue. Nurse has already programmed around those high impedance contacts so they are not being used. Battery longevity calculation was performed and it seems battery lasting as predicted based on settings. Patient is being referred to neurosurgery for battery/implantable neurostimulator (ins) change due to normal eri. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep clarified patient's falls are not related to the device/therapy. Patient plans on having implantable neurostimulator replaced (due to normal battery depletion) but it is unscheduled at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.